Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is pca has a component burned, component q6. During the evaluation, additional failures were observed like blower with contamination, blower outlet seal/isolator kit with contamination, blower box kit with contamination, iso port kit, plus with contamination, inlet/outlet seal with contamination, ui bezel plus with physical damaged, rp-warning label adv auto cpapdom 1pk with physical damaged. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn. There was multiple error has been identified.